Event description:
Right femoral cutdown approach attempted;' renal dilators and two 18fr sheath dilators used to attempt access unsuccessfully. Switched to an external iliac conduit approach. Due to calcification and small size of the vessel, the conduit procedure was very difficult and resulted in an estimated blood loss of 1000cc, 700 of which were returned via cell saver. Access was eventually achieved and the excluder bifurcated endoprosthesis (ebe) procedure was successfully completed. This event occurred prior to the introduction of any of the ebe components.